Event description:
It was reported that the insulin pump alarmed displayable history crc check failed on startup and no delivery. Troubleshooting was done. Customer's blood glucose was unknown. The customer was advised regarding the alarms and she stated that she was able to clear the alarm and resume the use of the insulin pump. Customer also was advised to run self test on the insulin pump and test passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.